Event description:
It was reported that unconscious patient in whom intravenous access could not be established. Tried to establish io access using the above-mentioned drill that had been checked description: the previous day and before the procedure to ensure that the battery life indicator led was green. However, the drill stopped functioning in the middle of drilling and the access could not be established. Clinical consequences: the on-call anesthesiologist fetched another drill from the operating theatre , but access could still not be achieved, probably due to the drill bit having been directed inaccurately after the poor start to the drilling. In the end a cvc was inserted in the patient and it was finally possible to start administration of fluids and medication to the patient - approximately 1h later than would otherwise have been the case.

Manufacturer narrative:
(B)(4). For products manufactured by a third-party supplier, a review of the certificate of conformance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of conformance was performed with no findings available. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the g3 power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 11/2009 and is greater than 12 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. A review of the certificate of conformance shows that the device passed all release criteria. Without the device to evaluate, the complaint cannot be confirmed , and a root cause cannot be established. However, the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver is greater than 12 years old according to the certificate of conformance. An in-service was requested since the driver was found to be used beyond its shelf life. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that unconscious patient in whom intravenous access could not be established. Tried to establish io access using the above-mentioned drill that had been checked description: the previous day and before the procedure to ensure that the battery life indicator led was green. However, the drill stopped functioning in the middle of drilling and the access could not be established. Clinical consequences: the on-call anesthesiologist fetched another drill from the operating theatre , but access could still not be achieved, probably due to the drill bit having been directed inaccurately after the poor start to the drilling. In the end a cvc was inserted in the patient and it was finally possible to start administration of fluids and medication to the patient - approximately 1h later than would otherwise have been the case.